Manufacturer narrative:
(B)(4): the customer reported that the ready for use indicator was displaying a persistent red x. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ready for use indicator was displaying a persistent red x.